Event description:
Attempted to perform a circumcision with clamp. Started procedure; appeared to be problem. Removed clamp. Laceration at the base of the shaft completely encircling the penis through the skin tissue only. Weight 6 lb 3 oz.